Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device delivered a shock at 50 joules instead of an expected 200 joules. As a result, the wrong defibrillation therapy may be delivered to a patient, if needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device delivered a shock at 50 joules instead of an expected 200 joules. As a result, the wrong defibrillation therapy may be delivered to a patient, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker was unable to duplicate the reported issue with further testing. The device was returned to the customer unrepaired. The cause of the reported issue could not be determined.